Event description:
It was reported that the patient experienced an infection at the site of the implantable pulse generator (ipg). No known environmental or external factors contributing to the issue were identified, and no diagnostics or troubleshooting were reported. To address the infection, the ipg and a portion of the extension wire were surgically removed. The issue was resolved following the intervention, and no further information is available from the healthcare professional..

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 748251 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2007; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.